Manufacturer narrative:
The device remains implanted in the patient (post mortem) and is not available for return to the manufacturer for analysis. Review of the controller log files revealed normal operating parameters. The most likely root cause of the event is the patient's therapeutic anticoagulation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Investigations of complaints with similar circumstances were reviewed; neurological symptoms have multiple potential causes in the lvad patient population, including non-brain injury related (e.g. Vasovagal reactions, low cardiac output, glycemic abnormalities). It is a known potential complication associated with all patients implanted with vads. Infarction or hemorrhage may be demonstrated either directly by imaging, laboratory, or pathologic examination. No additional information will be forthcoming.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.

Event description:
Eight days after the implantation (and while still hospitalized), the patient had been extubated and was still in the intensive care unit (ICU) and was beginning with mobilization. The patient is reported to have become comatose with non-reactive pupils. He was reported to have had a mean arterial pressure (map) of 75 mmhg, a cvp of 21 mmhg and was coumadin, plavix and heparin. The patient's vad parameters were reported to be normal at the time of the event. Laboratory findings included a partial thromboplastin time (ptt) on low dose inotropes. The patient's other medications at the time of this event included of 52 seconds with no other evidence of coagulopathy. A computerized tomography (CT) scan revealed severe bleeding into the patient's left cerebral ventricle with marked midline shift and compression of the left lateral ventricle, cerebral edema and basal entrapment. Neurosurgery was consulted and no surgical options were recommended. A decision was made to withdraw support and the patient expired the next day on (B)(6) 2014. The cause of death was reported to be unrelated to the hemorrhagic stroke. No cause of death was provided. No autopsy was performed and the pump was not explanted. The event was reported to be unrelated to the heartware device by the patient's treating physician. Investigation is ongoing.